Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the functional testing indicate that the device is not giving off an alarm noise due to a frayed wire in the speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer in working order. The investigation concludes that no further action is required at this time.

Event description:
It was reported that the intellivue x3 device is not producing an audio alarming. The device was in use on a patient at the time of the event. There was no adverse event reported.